Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The reported event was not confirmed; however, it appears that this event was likely due to patient and/or procedural related factors. There has been no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic mitral valve, implanted for seven (7) months, was explanted due to severe mitral paravalvular leak, mitral regurgitation, and lv pseudoaneurysm due to mitral prosthesis dehiscence. Per the medical records, there was a pseudoaneurysm of the anterior part of the annulus close to the aortic-mitral continuity. This was excised and the mitral valve was excised as well. Seventeen (17) pledgeted sutures were placed around the annulus in order to isolate the pseudoaneurysm. The explanted valve was replaced with another edwards mitral valve. The sutures were passed through the prosthesis and the knots were tied with a cor-knot device. Tee demonstrated a normal functioning valve with no regurgitation. It was also noted that tricuspid valve repair was performed with a 28 mm annuloplasty ring. There were no complications noted. The patient tolerated the procedure well and was transferred to the ICU in stable, but critical condition. The patient received multiple blood products post operatively for increased drain output, which subsided after transfusion. The patient developed a-fib/flutter on pod #3. On pod #7, the patient underwent tee with cardioversion. Post procedure, the patient was noted to have junctional rhythm and nodal blockers were held. Coumadin was adjusted on pod #8. The patient remained stable on and was medically cleared for discharged to home on pod #9 with home health care.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.